Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Voltage check passed. Pre-accelerated stress test 15mins 1000ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a cycler that powered down. The issue occurred in unknown phase/cycle of dialysis. Issue occurred during treatment. Patient was connected during incident. Display was blank. No power outage. Not an outlet issue. The caregiver pressed ok, stop, and touched the screen but the screen remained blank. The caregiver rebooted cycler and the issue reoccurred. Replaced cycler due to blank screen issue. Technical support representative issued the cycler replacement. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.